Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had come to the conclusion that a vagifem they had inserted on a wednesday night caused their awful uti the next day because since they had stopped using them, they had not had a uti infection. The patient believed they were doing good since they had not had another one since, and they also seemed to be doing better eliminating their urine since their surgeries. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a bad episode a day prior to the report, further mentioning that they suddenly had to go to the bathroom frequently, every 10-15 minutes and at the same time it was burning really bad. Patient said they went to the emergency room (ER) the night prior to the report because the pain was unbearable, and they found patient had a urinary tract infection (uti). Patient said they were drinking a lot during the week and was worried they might be getting a uti. Patient was given antibiotics, nitrofuran macro. Patient said that they were really frustrated because they did not expect to have anymore uti's because they were implanted for bladder retention. Patient said they were not feeling well and was sick from the uti. Patient said they had never had the urge and a horrible uti as that. Patient was not sure why they did the implant and they were regretting it. It was reviewed that the device was designed to help with retention but the manufacturer did not have anything in labeling that stated if would help with uti's or not. It was reviewed that patient could need to adjust their settings, and that should be discussed with the health care provider (hcp). Patient had access to a programmer (pp), synced with it and stimulation was on. Patient said they already felt stimulation a little on program 1 at 1.6 v,so the patient did not increase. It was reviewed that the patient's current uti affected their body differently , so changing the settings may not help with until after the uti was gone. Patient was advised to review any directions previously provided by the hcp. It was noted that patient did not understand how to know if they had improvement because they didn't measure their retention before the device was implanted, so patient was directed to discuss that with the hcp. Patient said that the manufacturer's representative (rep) came in 20 minutes before surgery and explained the pp , but pp had no idea what the rep was talking about, so they had not touched the pp. A quick guide for the pp and stickers a long with tracking diary for retention. No further patient complications were reported/anticipated as a result of that event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's health care professional told her that there had been some improvement with her retention but not much and that the patient has been having issues with retention. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient was able to find the implant site and turn off stimulation. After turning off stimulation the patient's pain resolved. There were no further complication reported or anticipated.